Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to muscle stimulation, and the pacemaker device being in safety mode. No new system was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).